Event description:
It was reported that the handle does not fit. The event occurred outside of surgery on there was no patient involvement. The evaluation found the device has a bent comb and a fitting issue. Due diligence is complete; no further information is available at this time.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Review of the most recent repair record determined the roller and ratchet gear were replaced to resolve the fit issue. Additionally, the comb was bent and was replaced. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.